Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted due to stress urinary incontinence and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, urinary problems, bleeding, recurrence, dyspareunia and neuromuscular problems. The patient experienced vaginal mesh erosion, dyspareunia and underwent revision of exposed vaginal mesh, urethral lysis on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior/posterior repair and cystoscopy due to cystocele and stress urinary incontinence.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that patient underwent hysteroscopy, thermal ablation, d&c, novasure on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital due to abnormal uterine bleeding. (Per operative report). It was reported that patient underwent lap. Cholecystectomy on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital due to chronic cholecystitis versus biliary dyskinesia. (Per operative report).

Event description:
It was reported that patient underwent hysteroscopy, thermal ablation, d&c, novasure on (B)(6) 2011 by dr. (B)(6) at (B)(6) hospital due to abnormal uterine bleeding. (Per operative report). It was reported that patient underwent lap. Cholecystectomy on (B)(6) 2013 by dr. (B)(6) at (B)(6) hospital due to chronic cholecystitis versus biliary dyskinesia. (Per operative report).